Manufacturer narrative:
The customer declined the option to have the reported glidescope bflex 3.8 single-use bronchoscope returned to verathon for evaluation as it was reportedly disposed of at the facility. Since the device was not returned to verathon for evaluation, the cause could not be determined. However, video was received from the customer showing the damaged glidescope bflex 3.8 single-use bronchoscope stuck inside the double lumen tube (dlt) used during the procedure. It was identified from the video that the bronchoscope was stuck inside the dlt due to the bronchoscope tip being folded onto itself. The video also showed a portion of the bronchoscope that was sheared, exposing the internal channels and wires. The lot number of the subject glidescope bflex 3.8 single-use bronchoscope is unknown. While the subject dlt was a size 37 fr, which is compatible with the glidescope bflex 3.8 single-use bronchoscope, the manufacturer, model and inner diameter size of the dlt is unknown. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient video-assisted thoracoscopic surgery (vats), using a glidescope bflex 3.8 single-use bronchoscope, the anesthesiologist was withdrawing the bronchoscope out of a size 37 fr double lumen tube (dlt) and the bronchoscope became lodged inside the dlt. It was reported that the bronchoscope then sheared and the entire dlt needed to be replaced during the procedure. No delay in the procedure, use of a backup bronchoscope, or harm to the patient or user was reported.